Event description:
The customer reported a no delivery alarm. The blood glucose reading was 494 mg/dl at the time of the event. The patient stated that the no delivery occurred during the manual prime. The customer declined to troubleshoot for no delivery. She also reported skin irritation at site insertion. The infection was on thigh and abdomen. She does wash hands and does clean the site area with alcohol and cleansers. The customer was instructed on proper hand washing aseptic technique. Currently, the site does not show signs of infection. The customer was hospitalized in may for a virus and went into diabetes ketoacidosis. The blood glucose reading at the time of hospitalization was not given. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.